Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, and lead failure while on holiday in (B)(6). The patient was hospitalized, intubated and in the ICU. The following day this rv lead was explanted, and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).